Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Patients covered in the literature: 30 (gender: 22 males, 8 females; mean age: 60 years; age range:35¿81 years) it was reported in a literature titled "change in the cross-sectional area of thecal sac following balloon kyphoplasty for pathological vertebral compression fractures prior to spine stereotactic radiosurgery" that 30 patients, who had spine metastasis and symptomatic pathological vertebral compression fractures, underwent balloon kyphoplasty at a total of 41 vertebrae. Post-op, 10 out of the 41 augmented levels showed a decreased cross-sectional area of the thecal sac. Asymptomatic extravertebral cement extravasation was observed in 20 treated levels with no extravasated cement extending beyond the treated level. Minor ventral epidural pmma extravasation was encountered at 8 levels; 1 treated level (l1) in the group was associated with a decreased cross-sectional area of the thecal sac post-bkp. No bone fragments were displaced into the spinal canal, and no patient developed any neurological sequela related to the procedure. Nearly all patients (96%) reported at least some degree of improvement in their movement-related back pain. The vas score showed an average improvement from 7.3 pre bkp to 3.3 post-bkp. However, according to the literature. In patients with pre-existing epidural disease and destruction of the posterior vertebral body cortex who are undergoing bkp for pathological fractures, there is an increased risk of further mass effect upon the thecal sac and the potential to alter the srs treatment planning.